Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is a balloon pinhole 11mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 40mm x 90cm coyote ballloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 40mm x 90cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.